Manufacturer narrative:
The customer requested the system to be uninstalled. Therefore, the company service representative did not perform an onsite examination of the system. The associated system was uninstalled. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that system locked. Procedure details and patient impact have not been provided. Additional information has been requested.